Event description:
It was reported in clinic notes that the patient had an increase in seizures. The patient had recently been released from prison and while they had good seizure control while incarcerated, they had some increased seizure activity upon release. The programming history was reviewed and no anomalies at the time of the event were seen. No additional information is available.